Event description:
A facility representative reported that following to an implantable collamer lens (icl) implantation the patient experienced lens rotation, blurred vision, and the lens explanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)